Event description:
It was reported that during a cryo ablation procedure, error codes were repeatedly displayed indicating that the system did not recognize the catheter and that the safety system detected fluid in the catheter, which stopped the injection. Repeated plugging and unplugging of devices, as well as replacement of the 2037a auto connection box and 2035u electrical umbilical cable devices, did not resolve the issue. The balloon catheter was then replaced, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 23650 and data files were returned and analyzed. The data files received contained one patient file. The patient file showed 14 applications were performed using catheter number 1 identified as afapro28 balloon catheter of lot 23650. The patient file showed 4 applications were performed using catheter number 2 identified as afapro28 balloon catheter of lot number 23650. The patient file did not show any system notice on the reported date of the event. Visual inspection was carried out. External visual inspection of the balloon, shaft, and handle segments she the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 48 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.8 inches proximal to the catheter tip. In conclusion, the issue could not be confirmed via data analysis, the balloon catheter failed the return product inspection due to a kink/twist observed on the guide wire lumen and a breach observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.